Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for peritonitis and a skin infection. The patient was treated with vancomycin (dose, frequency, and route not reported) for the events. The cause of the peritonitis was not reported. However, on an unreported date, the caregiver was re-trained on proper aseptic technique. A month later, the patient was discharged from the hospital. Pd therapy was ongoing. The patient recovered from the events.

Manufacturer narrative:
(B)(4). The problem was not confirmed, as there was no sample for evaluation and no device malfunction or use error was identified during the report. No assignable cause could be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.